Event description:
The patient reported that in the morning she woke up and her blood glucose value was 462mg/dl. She stated that she noticed insulin leaking at the luer lock connection of her infusion set. She reported that her normal range is around 152mg/dl. The patient experienced extreme thirst and was tired when her blood glucose values were elevated. The patient reported that she changed her infusion set and administered a 4 unit bolus. Upon follow up in 2007, the patient reported that her blood glucose value had returned to normal (150mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.

Manufacturer narrative:
Additional MFR narrative